Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.2a. The criteria is <55a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (same lot number of suspected strip returned by patient:d151228-1). The control solution tests for level low are 52/55 mg/dl; for level high are 249/247 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d151228-1). The control solution tests for level low were 62/65 mg/dl; for level high were 272/279 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 12:00am. Patient's ((B)(6)) son ((B)(6)) called in stating that (B)(6) reading on the prodigy meter was not giving the right results based on the symptoms that so was experiencing. (B)(6) was experiencing symptoms of sweating and incoherency. The reading on the prodigy meter at the time of the event was in the 70s mg/dl. Paramedics were called within 1 minute after testing with the prodigy meter and arrived to assist (B)(6) within 10 minutes. Paramedics performed a blood glucose test with their meter but (B)(6) does not recall what the results were. Approximately 12 minutes elapsed between testing with the prodigy meter and the paramedic's meter. (B)(6) stated that paramedics gave (B)(6) something to raise (B)(6) blood glucose but does not remember what it was. (B)(4) sent replacement and prepaid envelope requesting return of the suspect system.